Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Clarification to serial number (B)(4), lot number 62608. The reported events of fibrosis and intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Fibrosis and intraocular pressure rise are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported xen45 gts was fractured during a needling procedure. Affected eye is left (os). There was no patient injury and patient has been re-scheduled for another surgery.